Event description:
The patient was implanted with a left ventricular assist device. It was reported that upon review of the submitted log file data, there was a low speed hazard alarm and pump power elevation with a pump stoppage event. The pump then resumed normal operation. The system controller was exchanged. The submitted x-ray images were unremarkable. The patient was not symptomatic. No additional information was provided.

Manufacturer narrative:
The investigation confirmed the reported pump stoppages based on the information contained in the submitted log file. Two pump stop events were recorded in the log file. The pump stopped for approximately two seconds in each instance before retuning to the set speed. No notable alarms were active prior to and after each event. The returned system controller was functionally tested and found to operate as intended during analysis. No atypical pump speed reductions or pump stoppages were reproduced during analysis. A root cause for the reported pump stoppages was unable to be conclusively determined. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year, 1 month. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.